Event description:
During a procedure,temporary clips did not close properly.neuro cosrdinator checked clip applier to verify they were loaded properly and felt that they were.ot was noted a sugita applier was being used with aesculap clips.case prolonged 45 minutes.attempts made to obtain further info.no further onfo available.